Event description:
It is reported that the patient was revised due to recurrent dislocation.

Manufacturer narrative:
Evaluation summary: primary operative notes were provided which state that the acetabular shell was positioned in 45 degrees of abduction and 20 degrees of anteversion. The joint was noted to be stable in extension and external rotation and full flexion. Revision notes were provided. The replacement of the femoral head and liner increased the head diameter, the offset, and the length of the hip by 7mm. Stability and leg lengths were noted to be good by the end of this procedure. X-rays were not provided to assess original component fit and orientation. The patient's activity just prior to the dislocations is unknown. Rehabilitation protocol and adherence thereto is unknown. With the information provided, definitive root cause cannot be determined. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.